Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). The device was tested and passed the homechoice (hc) return instrument test/ evaluation (rite) electrical test. The device was determined to meet electrical performance specification requirements. The device failed the hc rite functional test, however, the failure was caused by an issue that could not be related to the reported event. The review of service history did not identify any previous servicing events that could have contributed to the reported issue of patient passing away. A review of the device event history log was performed which revealed no system errors, anomalies, hardware device failures or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported issue of patient passing away, therefore, the homechoice pro is no longer considered a suspect product in this event.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death the cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.